Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During clinical use at ascension st. Vincent hospital in indianapolis, in, a hamilton-t1 ventilator (sn: (B)(6), sw 2.2.10, 939 operating hours) is alleged having stopped ventilating and alarmed continuously while in use inside a linear radiation chamber. In the final minutes of a 20-minute treatment, the device's screen froze with the image still displayed, and both the touchscreen and physical buttons became unresponsive. The device was powered off manually by holding the power button for 5-10 seconds. The patient was manually ventilated during the reboot and was subsequently placed back on the same device without further issues. The issue occurred during ventilation, and although a medical intervention was required, no patient harm was reported at the end. Consequently, the event did not cause or contribute to a death or serious injury for a patient. The device logs showed no technical fault (tf) or technical event (te) entries, but the "off ventilation software" event was missing once on (B)(6) and three times on (B)(6) 2023. The alleged description could not be confirmed based on the logfiles analysis. There was therefore no conclusive findings. The described issue was not reproduced. Further, it was indicted that the device restarted without any issue. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamiton medical ag: per customer, patient was being ventilated in a linear radiation chamber, during the last 1 to 2 minutes of a 20 minute treatment the screen froze with the image displayed, touchscreen was nonresponsive and buttons also, after holding the power button down for 5 to 10 seconds the device turned off, patient was manually ventilated for a few minutes while the device was rebooted, device was turned back on and patient was placed back on device with no further issues. This device or another device have been in the chamber a couple of times with same parameters with no issues per customer. No patient harm reported but patient had to be manually ventilated during reboot.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: per customer, patient was being ventilated in a linear radiation chamber, during the last 1 to 2 minutes of a 20 minute treatment the screen froze with the image displayed, touchscreen was nonresponsive and buttons also, after holding the power button down for 5 to 10 seconds the device turned off, patient was manually ventilated for a few minutes while the device was rebooted, device was turned back on and patient was placed back on device with no further issues. This device or another device have been in the chamber a couple of times with same parameters with no issues per customer. No patient harm reported but patient had to be manually ventilated during reboot.